Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, lack of mobility, burning, muscle spasms, and large amounts of toxic cobalt chromium.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the corail broach. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The investigation has been reopened because the patient has now been revised and additional information has been provided. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4).

Event description:
Update: 03/07/2012 - the complaint has been reopened because the patient reported via maude report ((B)(4)) that her left hip was revised on (B)(6) 2012 to address toxic cobalt/chromium metal ions, severe pain and inflammation, fluid buildup, popping, difficulty walking, instability, memory loss, and extreme fatigue. She states that she is still unable to work because of pain and instability; however, information regarding the current implants was not provided. Part and lot numbers for the parts that were removed were provided.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.